Event description:
Complainant alleged that while analyzing the heart rhythm of an alert and talking patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please note that the device was connected to a patient that had a pulse. The device's indications for use instructs users to apply product to patients who are pulseless.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.